Manufacturer narrative:
10 - product evaluation: lens was returned with moisture within a microcentrifuge vial. Visual inspection found no visible damage to the lens. Dimensional and functional inspection found lens to manufactured within specifications. Claim# (B)(4).

Manufacturer narrative:
H6: 4110 - work order search found no similar complaints. Manufacturer narrative: each lens is subjected to a 100% assessment of the power (spherical and cylinder) and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Secondary surgical intervention to remove and replace the lens are identified in the labeling as a known potential adverse event following icl implantation. (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced low vault and refractive surprise. The lens was removed and later replaced for a larger length, different power lens and the problem was resolved. Cause of the event is unknown.